Manufacturer narrative:
(B)(4). Correction and additional information: (dianeal pd-2 2.5%, dianeal pd-2 4.25%, and homechoice removed as confirmation was received that the patient was only using physioneal solution via continuous ambulatory peritoneal dialysis at the time of the event.) And (the event occurred coincident with continuous ambulatory peritoneal dialysis therapy). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). It was reported the month after onset of the peritonitis event the patient was discharged from the hospital. The outcome of this event was not reported. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a pediatric patient experienced peritonitis coincident with automated peritoneal dialysis (apd) therapy. The peritonitis was manifested by cloudy effluent. The cause of the peritonitis was not reported. On the day of the event onset, the patient was hospitalized for peritonitis and an unrelated medical condition. Also that same day, the patient started treatment with unspecified antibiotics (drug names, doses, routes, and frequencies not reported) for peritonitis. Apd therapy remained ongoing. Fifteen days after admission, while the patient was still recovering from the event, the antibiotics were discontinued and the patient was discharged from the hospital. Four days later the patient manifested turbid effluent and was re-hospitalized for ongoing peritonitis. The physician considered the turbid effluent to be possibly related to biofilm on the pd catheter; however, this could not be confirmed and the cause of the event was assessed as unknown. Treatment details during this hospitalization were not reported. Apd therapy remained ongoing. At the time of this report, the patient had not recovered. No additional information is available.